Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a customer's call was being transferred to the appropriate personnel due to the customer reporting a motor error when the call dropped. It was reported that the customer was new to handling the call on their own. There was no indication of troubleshooting or the issue being resolved. There was also no indication that the insulin pump will be returned for analysis.